Event description:
Customer reported the system intermittently displays a black image and the technique drives to max.

Manufacturer narrative:
A ge representative evaluated the system and replaced the camera and the camera power supply. System operates as intended.